Event description:
A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used in the left circumflex artery following percutaneous transluminal angioplasty (pta) and intravascular ultrasound (ivus) due to heavy calcification in the vessel. The physician navigated through the final stent cell/strut of a drug-eluting stent (des) that was just placed in the ostial left anterior descending artery (lad). Upon attempting to remove the ivl catheter, there were complications as it became lodged in the area of the strut. Troubleshooting actions included trying to go negative on the balloon multiple times and employing a guide extension. After successful removal of the ivl catheter, it was discovered that a portion of the des had broken off and migrated into the left main artery. Upon this discovery, they sent the patient to emergent open-heart surgery and successfully removed the stent fragment. The patient is now recovering and stable. The off-label use of the ivl catheter was not planned. The physician was attempting to work directly from the left main artery to the left circumflex artery, but the wire directed through the proximal portion of the stent. There were no other options than to go through that window to treat the disease in the circumflex artery. The physician suspected that the stent broke off during removal of the shockwave catheter. He states that the catheter was a little stiffer and less deliverable than regular balloon catheters. Additionally, he states that the event could have occurred with any specialty balloon. The physician states there was not much force used to remove the catheter, and it is not possible to determine the cause of the event.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. It was reported that during the attempt to remove the ivl catheter, complications arose as it became lodged within the strut area of the des. Following removal of the ivl catheter, it was discovered that a fragment of the drug-eluting stent (des) had broken off and migrated into the left main artery. Upon this discovery, the patient was taken for emergent surgery, during which the stent fragment was successfully removed. There were no other patient sequalae reported. The cause of the event could not be definitively determined. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.